Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
It was reported that the patient had pain due to chronic dislocation. Cup malpositioned. Original implant date unknown. Doi: unknown, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.